Event description:
It was reported that the right ventricular (rv) lead alerted for high superior vena cava (svc) coil impedance due to a possible fracture. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2009 (B)(6); 5076-45 implantable pacing lead 2009 (B)(6). (B)(4).